Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported suction was lost with a patient interface.

Manufacturer narrative:
No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. A sample was not received at the production site and insufficient information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).